Event description:
Inbound. Patient called back and stated pump continues to beep but no alarm displayed, stated cassette was started this morning and beeping started this evening. Stated has had this pump beeping with other cassettes. The lot number for tonight ls 4089477. Serial number for previous cassette issues had been (B)(4). No further detail provided.